Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date the patient began treatment with intraperitoneal cephalosporin (no further information). Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available as the reporter declined follow up.